Manufacturer narrative:
(B)(4). Information was received via sus voluntary event report # mw5058664. No sample will be returned for evaluation.

Event description:
It was reported the patient had a second central in the right jugular vein. A CT scan noted a 15cm piece of wire in his right hepatic vein. The patient was admitted via the ER in acute respiratory failure. A central line was placed urgently in the ER in the right femoral vein. It was placed under non-sterile conditions and was removed a few hours later. A right internal jugular line was then inserted using this product. A CT of the chest confirmed the presence of a 15cm piece of wire in the right hepatic vein. Since the guide wire is 60cm in length and they were unable to remove this wire, they believe a portion of the guide wire broke off. He was transferred onto another hospital for an attempt to remove the piece of wire. It could not be removed and surgical intervention was contraindicated in light of his medical condition. He was discharged home on hospice.